Event description:
User received low bicarbonate results for two pt samples. Sample 1: initial gave 14 mmol/l, repeated twice gave 22.2 and 24 mmol/l. Sample 2: initial gave 11.7 mmol/l, repeated twice gave 16.2 and 15.6 mmol/l. Erroneous results were not reported. The field service rep determined the cause to be a problem with the operation of the rinse mechanism. He performed a cleaning procedure on the rinse mechanism vacuum tubing on channel #3, and verified vacuum level and rinse solution heights. Performance tests were performed and within specification.